Event description:
The pt was implanted with a left ventricular assist device. Approx 1.5 years post-implant, the pt reported red heart alarms while connected to the power module. The vad coordinator advised the pt to go to the outpatient clinic, where the red heart alarms were reproduced. The medical technician from the outpatient clinic opened the silicone sleeve of the percutaneous lead approx 0.5 cm and observed no fluid inside of the sleeve; therefore, an eval by the manufacturer's technical support team was scheduled for the following day. Upon visual inspection and electrical testing of the percutaneous lead, a decision was made to exchange the pump due to suspected damage to the intracorporeal portion of the percutaneous lead.

Manufacturer narrative:
The pt remains on lvad support with the replacement pump and no further issues have been reported. The explanted device was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.